Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was 132 mg/dl. Customer states alarm happened several times in one night. Customer also reports that insulin pump was bumped causing damage to battery cap thread. Customer was advised that alarms would need to be cleared in order to prevent continuous failed battery alarm. Customer declined troubleshooting further as he believed issue was due to damaged battery cap. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.